Event description:
Description of event as reported to customer relations via phone: the needle broke during the procedure. Further information provided stated: during an ebus procedure using another manufacturer's scope and echo-hd-22-ebus-p-c needle (lot c2358421), the distal end of the needle broke off while advancing toward the target site, which was likely a lung lymph node not specified, although the exact location was unclear. Despite making more than three passes without any resistance or difficulty, the issue was noticed during needle advancement. The broken needle tip detached inside the patient, but there was no reported patient impact. The medical team successfully retrieved the broken fragment using a bronchoscope and biopsy forceps, then completed the procedure with a new ebus needle. No other defects were observed in the device, and images documenting the incident were available.